Event description:
The customer observed falsely elevated alinity c creatinine results for one sample. The following data was provided (customer provided reference range: 0.3 to 1.3 mg/dl): sid (B)(6). Initial result: 9.1 mg/dl, the physician questioned the result, and the sample was repeat: 1.1 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c creatinine results for one sample. The following data was provided (customer provided reference range: 0.3 to 1.3 mg/dl): sid (B)(6)initial result = 9.1 mg/dl, the physician questioned the result, and the sample was repeat = 1.1 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer performed initial troubleshooting steps and observed the cuvette dry tip was not correctly entering the cuvette. After continued issues, the field service representative (fsr) inspected the instrument and realigned the cuvette washer but was unable to determine a single definitive cause of the discrepant results. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any similar issues related to the alinity system. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)were identified.